Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2014; 5076-52 lead ,implanted: (B)(6) 2014; 310c31 tissue valve, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold. The left ventricular (lv) lead remains in use. No patient complications have been reported as a result of this event.